Event description:
It was reported that a request was made for technical services (ts) to evaluate this right ventricular (rv) lead. Upon case review, ts found both noisy signals not being sensed and evidence of loss of capture (loc) on this rv lead. Additionally, an alert for a right ventricular automatic threshold (rvat) test and low amplitude r-wave were found. X-ray imaging was performed on this patient. Ts discussed that, since time of implant, this device has recorded fewer rvat than expected. Since this rv lead was recently implanted, lead dislodgment was considered as a possible contributing factor. No adverse patient effects were reported. This rv lead remains in service.